Event description:
This unsolicited device case from united states was received on 02-oct-2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc and later her knee was drained due to swelling in her knee/knee blew up with fluid, could not sleep, could not bend her knee/can't sit, had never been in this much pain, could not work and knee was drained/had 25cc's and more of fluid drained daily/knee gets drained at end of the day it is all back again. The patient's medical history was significant for shoulder surgery. The patient had past treatment with synvisc. No concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) into unspecified knee for knee osteoarthritis. It was reported that the patient was very upset with synvisc. On an unknown date, the patient received second synvisc shot. On an unknown date, (after the second synvisc shot), the patient experienced swelling in the knee. On (B)(6) 2015, the patient had her knee drained due to swelling in her knee. Since, the same day, the patient had "25cc's and more" of fluid drained daily. On unknown dates, the patient's knee "blew up" with fluid and that she could not bend her knee, sleep, and sit. It was reported that the patient was now an "invalid". It was reported that the patient had never been in that much pain (even after a shoulder surgery in the past). It was reported that the patient had "lost days of her life" as she could not sleep and work (onset dates: unknown). Also reported that after the knee gets drained at the end of the day it was "all back again". On (B)(6) 2015, the patient received a cortisone injection and she hopes that helps her with the swelling. Action taken: unknown. Corrective treatment: cortisone injection for "knee drained due to swelling in her knee/knee blew up with fluid"; not reported for rest of the events. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for "knee drained due to swelling in her knee/knee blew up with fluid". Additional information was received on 13-oct-2015. Global ptc number and ptc results were received. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 02-oct-2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc and later her knee was drained due to swelling in her knee; knee blew up with fluid, could not sleep, could not bend her knee; can't sit, had never been in this much pain, could not work and knee was drained; had 25cc's and more of fluid drained daily; knee gets drained at end of the day it is all back again. The patient's medical history was significant for shoulder surgery. The patient had past treatment with synvisc. No concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) into unspecified knee for knee osteoarthritis. It was reported that the patient was very upset with synvisc. On an unknown date, the patient received second synvisc shot. On an unknown date, (after the second synvisc shot), the patient experienced swelling in the knee. On (B)(6) 2015, the patient had her knee drained due to swelling in her knee. Since, the same day, the patient had "25cc's and more" of fluid drained daily. On unknown dates, the patient's knee "blew up" with fluid and that she could not bend her knee, sleep, and sit. It was reported that the patient was now an "invalid". It was reported that the patient had never been in that much pain (even after a shoulder surgery in the past). It was reported that the patient had "lost days of her life" as she could not sleep and work (onset dates: unknown). Also reported that after the knee gets drained at the end of the day it was "all back again". On (B)(6) 2015, the patient received a cortisone injection and she hopes that helps her with the swelling. Action taken: unknown corrective treatment: cortisone injection for "knee drained due to swelling in her knee/knee blew up with fluid"; not reported for rest of the events. Outcome: not recovered for all the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for "knee drained due to swelling in her knee/knee blew up with fluid".